Event description:
The manufacturer received information alleging a "service required" alarm condition related to the battery function occurred. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition related to the battery function occurred. The device was returned to a third party service center for evaluation. During the evaluation the customer's complaint was confirmed. The device's power management board was replaced to address the issue.